Event description:
An (B)(6) patient underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. It was reported that a minor pneumothorax was treated after the procedure.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. A review of the quality inspection, tests and service documentation determined that the device met specification and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported pneumothorax cannot be ascertained; pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (IFU) document (ic 038 rev. D). This event will be trended and monitored by the angiodynamics complaint handling department. (B)(4).